Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump alarmed no delivery despite three set changes. The patient's blood glucose at the time of incident was 469 mg/dl. The insulin pump will be returned for analysis.